Event description:
Additional information was received from the patient. It was reported that it was unknown if the patient experienced urinary retention prior to the device. It was also unknown if the device made the patient's retention worse. Catheterization was not the patient's standard of care prior to the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a new implanted device last thursday and they don't remember how to use their external devices because of the anesthesia from the surgery. Patient said they wanted to increase stimulation because they have been going to the bathroom just way too much. Patient said they have been retaining fluid and said maybe that's why they're going to the bathroom so often. Patient said they first noticed last night. Patient said they wanted to speak with the manufacturer representative (rep) but patient services (ps) offered to help over the phone. Helped patient successfully connect external devices to ins and increase stim to a comfortable level. Patient wanted to have the rep's phone number. Emailed field staff. Patient also mentioned that everything hurts from the implant surgery since implant day. Patient said their incision still hurts and it is just tender. Patient said all of the "gunk" came off of it and it's just healing, it is not draining or anything and there's nothing they're worried about. Reviewed general equipment use and patient will monitor symptoms.

Manufacturer narrative:
Urinary retention medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.